Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an infection at the implantable cardioverter defibrillator (ICD) site. The ICD system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This additional information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article: fdg pet/CT¿guided extraction of infected implantable cardioverter-defibrillator causing recurrent stenotrophomonas maltophilia bacteremia. Jacc case reports. 2025; 30:103405. Doi: 10.1016/j.jaccas.2025.103405. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via journal literature that the patient had presented to the emergency department with generalized weakness, recurrent fevers, and recently diagnosed gram negative bacteremia suspected to have originated from infected tunneled hemodialysis catheters. Results of blood cultures confirmed stenotrophomonas maltophilia. The patient was given intravenous (IV) antibiotics and discharged as the infection did not show in the ICD pocket. Two months later, they developed a superficial pocket erythema and were started on oral antibiotics. One month afterward, they had recurrent s. Maltophilia bacteremia and were restarted on IV antibiotics through dialysis. Because of the persistent bacteremia, the patient was readmitted. ICD interrogation revealed sinus bradycardia and minimal pacing. A whole-body fluorine-18 fluorodeoxyglucose positron emission tomography combined with-computed tomography (18f-fdg pet/CT) was performed and revealed uptake along the device leads. Antibiotics were changed again. During the ICD extraction, the leads were difficult to extract because of the active fixation. After the ICD extraction, the lead cultures grew s. Maltophilia. Device replacement occurred approximately eight weeks later to ensure resolution of bacteremia.